Manufacturer narrative:
The reporter's test strips were returned for investigation. Testing was performed using glycolyzed blood. An outlier was observed with the returned strips tested. Further analysis of these strips indicated breakage as the cause for two of the failures and did not identify any cause for ten of the strip failures. Further analysis is required. The investigation is ongoing. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Additional analysis of the returned test strips found benzyl alcohol, with some benzaldehyde that showed some solvent damage that was not present in the compared retention sample. The allegation is determined to be caused by solvent damage to the test strips caused by customer mishandling and improper strip storage.

Manufacturer narrative:
The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable glucose results for one patient with accu-chek inform ii meter serial number unknown. The result from the meter at 07:46 was low. Per product labeling: if lo is displayed on the meter, blood glucose may be below 0.6 mmol/l. The result from the meter at 07:55 was 2.2 mmol/l. The result from the meter at 08:13 was 0.6mmol/l. The result from the meter at 08:19 was 11.8 mmol/l. This result was tested on a new vial of strips. Qc was acceptable on (B)(6) 2021 at 08:37. Qc was performed on the suspect vial on (B)(6)2021 and was unacceptable so the strips were removed from use. The point of care coordinator investigated the vial and found the strips were stuck together and had a yellow discoloration. The customer believes the contamination must have occurred between (B)(6) 2021 at 08:37 and (B)(6) 2021 at 07:46. The patient was given juice prior to the identification of the contamination of the strips.